Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the external iliac artery with no tortuosity and no calcification. A 8.0x80mm absolute pro self-expanding stent system (sess) was advanced through an introducer sheath, when resistance with the anatomy was noted. The sess was removed from the patient anatomy and on inspection, the tip of the stent was noted to be unsheathed. The procedure was successfully completed with another absolute pro sess. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspection was performed on the returned device. The failure to advance was unable to be confirmed as it was based on case circumstances. The premature deployment was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the reported difficulties were due to case circumstances. Although the stent was not unsheathed as reported, the distal sheath was damaged and slightly pulled back and wrinkled. This damage was likely mistaken for the stent being exposed. The sheath damage and failure to advance likely occurred due to interaction with the anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.